Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 200 mg/dl. The customer reported that they had blank screen and flashing black screen. The troubleshooting was performed and was advised the customer to insert the new battery. Customer stated that the display did not return. It was reported that during troubleshooting insulin pump with battery failed pump turns into blank display. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display. Unable to determine the root cause, problem isolated to the electrical baord. Unable to verify failed battery test alarm due to blank display.